Event description:
It was reported patient had slow heartrate in 20 - 40s while at home. He subsequently lost consciousness and vital signs. ECG strips during resusitation showed no visible ventricular pacing output spikes and no intrinsic cardiac rhythm documented. Patient died that same day. Coroner reported patient had multiple medical problems and died suddenly from undetermined cause. Diagnostic data from device showed no arrhythmia detection or interventions. "An abrupt rise in the rv pacing lead is noted to have occurred on the day of death (time unavailable)." Follow up with health care professional reported patient "had underlying issues." Patient had medical history severe cardiomyopathy with low ejection fraction. Further reported device tested okay when patient discharged from hospital in 2009 after implant. Patient had been seen by cardiologist the following month, and was doing okay. No allegation from a health care professional that the death was device related.

Event description:
The account stated that the architect total psa reagent has generated an elevated result on a patient sample. The initial result was 6, the sample was then tested by the dxi method and the result was 6. Another patient sample was tested on both the architect and dxi method, and both results were 2. Units of measurement were not provided. The account believes the 2 result is the correct result and that the elevation could have been due to possible interference. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) (B) (4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). We have completed our investigations using our retained in-house sample of the architect total psa reagent kit lot 79032lf00 as used by the customers laboratory when they observed the issue. In house reference calibrators (lot 76199lf00) and controls (lot 76616lf00) were used in the course of our investigation. The objective of the testing was to assess the accuracy of the architect total psa assay by performing two runs on one architect instrument. Investigation testing involved the generation of calibration curves by testing two replicates of calibrators 1 and 2 per package insert instructions two times on one architect instrument. One replicate of each level of controls were tested per run to assess the validity of the calibration curves. The calibration curves were valid. In addition to our tests, we reviewed the testing data generated by our quality control laboratory prior to approving this reagent lot for sale to our customers. No anomalies were reported and all kit release specifications were met. Furthermore, a review of complaint report records registered for architect total psa (list 7k70) was performed. There was no trend observed for the issue under investigation. The current complaint is the only complaint registered for this product lot to date. It was noted that when the original sample was assessed on both another architect instrument and an alternate method (dxi), both returned a psa concentration of 6 ng/ml. However, when a fresh sample from the same patient was assessed on architect and dxi a result of 2 ng/ml was returned, which is what the customer was expected to see for this patient. This indicates that the discrepant result is sample specific. Information provided by customer service representative regarding the customers complaint states that the elevation seen on both architect and dxi is likely due to either interference or an episode of prostrate inflammation on the day of sampling. The results of this investigation demonstrate that the architect reagent lot in question 7k70-20 lot 79032lf00 is meeting safety, effectiveness and label claims and no deficiencies have been identified.